Event description:
As the surgeon was about to inject the lens in to the eye, she noticed a fiber wrapped around the leading haptic of the lens. She immediately withdrew the lens and saved for examination. She proceeded with a new lens and the implantation was then completed.

Manufacturer narrative:
Examination of the lens batch records, confirmed normal manufacture and sterilisation. All lenses from the parent batch have been distributed and no further complaints have been received. No further action was taken. This product is not distributed in the us, but rayner is reporting this issue since the iol is manufactured from the material and has the same intended use as the c-flex tm injectable lens. The reason why this report is reported late and not within the 30 day period is detailed in the cover letter dated the 16th of july, which accompanied this report. (B)(4).